Event description:
It was reported to boston scientific corporation that a hydratome rx was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 ((B)(6), male patient; weight is unknown). According to the complainant, during the procedure the hydratome rx sphincterotome was advanced down the scope. Upon exiting the scope, it was noted that the cut wire was wrapped around the tome's tip. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure the hydratome rx sphincterotome was advanced down the scope. Upon exiting the scope, it was noted that the cut wire was wrapped around the tome's tip. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed that the working length and distal tip with exposed cut wire was twisted. Investigating the cannulating orientation of the device it was found that the initial tip orientation did not meet the orientation specification due to the twisted distal tip. The orientation of the distal tip could be adjusted but still could not be adjusted within specification due the twisted distal tip. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification but the bowing was not in plane due to the twisted tip. The condition of the returned unit was consistent with the complaint incident that the cutting wire was wrapped/twisted around the sphinctertome (distal tip). The most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).